Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service indicator became illuminated on their device and it was observed that an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Field g5 combination product of the initial MDR indicates ¿ blank field g5 combination product of the initial MDR should have indicated - no

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service indicator became illuminated on their device and it was observed that an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was made aware that the customer, a biomedical engineer, verified the reported issue. The event code was cleared from the device's memory and after observing proper device operation through functional and performance testing, the device was returned for use. The device was not returned to physio-control for an evaluation. The cause could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service indicator became illuminated on their device and it was observed that an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.